Manufacturer narrative:
The reported events of the suture sleeve was damaged and lead was damaged were confirmed. As received, a complete lead was returned in one piece. Visual inspection revealed the suture sleeve was damaged and separated. Furthermore, the lead body insulation and inner coil were also revealed to be damaged at the proximal region of the lead. The cause of the reported events was isolated to procedural damage to the suture sleeve and lead consistent with an overtightened suture.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the suture sleeve was damaged while fixating the left ventricular (lv) lead with a surgical knot. After the suture sleeve was removed, damage was noted on the lv lead. The lead was explanted and replaced to resolve the event. The patient experienced no adverse consequences.